Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube kinks. There was a 6mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery (lad). After a non bsc stent was deployed to the lesion, a 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation. The balloon was inflated however it ruptured at unspecified atmospheres. The device was completely removed from the patient. The procedure was completed with an 8mm x 2.75mm nc quantum apex¿ balloon catheter. No patient complications were reported and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery (lad). After a non bsc stent was deployed to the lesion, a 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation. The balloon was inflated however it ruptured at unspecified atmospheres. The device was completely removed from the patient. The procedure was completed with an 8mm x 2.75mm nc quantum apex¿ balloon catheter. No patient complications were reported and patient status was good.

Manufacturer narrative:
(B)(4).